Manufacturer narrative:
H11: internal complaint reference: (B)(4).

Event description:
It was reported that, before surgery, it was noticed that a platinum handpiece was not spinning and overheated. The procedure was performed, without any delay, using a similar s+n back up product. There was no damage or burn to the user due to the overheat. No further complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4). H11 h3, h6: the reported device was received for evaluation. A visual inspection was performed on the exterior of the device and no physical damage was observed. A functional evaluation revealed the device grew warm and a blade stall error message was found. It was also noted device ma was above 960. Further investigation revealed stiffness in the drive fork when rotated. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause was associated with a component failure. Factors which can contribute to the reported event include a blade stall condition that will result in increased current draw from the control unit which will heat the motor and hand piece housing. Based on this investigation, the need for corrective action is not indicated.